Manufacturer narrative:
The device was received for evaluation. A photograph of the sample was provided for evaluation. A visual inspection noted the sponge outside of the cap. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred at the beginning of (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were found to have the sponge separated from the cap. This occurred after the pouch was opened but before use. There was no patient injury or medical intervention associated with this event. No additional information is available.